Manufacturer narrative:
Final analysis found partial lead was returned. Analysis was normal and no anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for normal device change out procedure. Upon interrogation, device could not pace in unipolar programming. It was noted the right ventricular lead exhibited loss of capture. During procedure, the lead was capped and replaced. The patient was in stable condition.